Event description:
Per the clinic, the patient experienced loss of auditory benefit with device use, resulting in the decision to explant the device on (B)(6) 2012. During the same surgery, the patient was reimplanted with an auditory brainstem implant.